Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique by the patient described as something which occurred on the patient side of things. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Baxter global pharmacovigilance received additional information from the pd nurse (pdn) as follows. The pdn confirmed the previously reported information as reported by the consumer. At the time of this report the pdn did not know the result of the peritoneal effluent culture and therefore could not confirm the culture result as initially reported by the consumer. At the time of this report, the pdn stated, they were waiting for the results of a second culture that was done (date unspecified).

Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of peritonitis with culture positive for actinomyces isrealii in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date in (B)(6) 2006, the patient began treatment with dianeal pd4, 1.5%, ambuflex and dianeal pd4, 2.5%, ambuflex therapies, (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported whether dianeal therapies were ongoing. During a call with baxter customer service, the following was reported by the consumer (patient's wife). On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The patient was currently on antibiotics (unspecified). Per the reporter, a peritoneal effluent culture was performed which showed no growth. The reporter stated, the cause of the peritonitis was assumed to be touch contamination and stated "this had been the first peritonitis reported since years of performing home pd." On (B)(6) 2013, baxter product surveillance contacted the pd nurse (pdn) and received the following additional information. The pdn confirmed the case of peritonitis and reported the patient received treatment for the peritonitis with vancomycin (dose, frequency and lot not reported). Concomitant therapy was not reported. Per the pdn, the patient has recovered from the peritonitis. The pdn provided culture results and stated due to the "unusual organism identified in the culture", she did not know exactly how the patient got the peritonitis. However, the pdn strongly believed the peritonitis was caused by something (unidentified) which occurred on the patient side of things and stated it was not caused by a product related issue. The pdn confirmed the patient has received re- training in proper aseptic technique and that this is something that is continually emphasized. The pdn indicated the cause of the peritonitis was an unspecified breach in aseptic procedure by the patient and confirmed the cause was not related to a baxter device or solution.